Event description:
It was reported a cgm error 42 occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing complete pump reset information and guided them through the process, resulting in a successful sensor session start without any recurrence of the error.